Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed as not reportable event since self-test failure a result of neglected maintenance respectively improper use. The allegation in this complaint was not confirmed to be a complaint as no malfunction of the device could be identified. The root cause of the ventilator is neglected preventive maintenance. No further investigation or correction will be performed except those mentioned above.

Event description:
"Self-test failed" occurred when this c1 was started. "Self test failed" does not occur when started by tsw. The event log shows that tf583908 is also occurring. There have been 3 similar cases in the past ((B)(4). ). In all three cases, the control board will be replaced. Is the cause the same in this case?